Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the surgeon advance each clip in the jaws and inspect each clip off the vessel to be ligated before use? Please explain what is meant by, ¿clips not fully closed? Please provide more information on the appearance of the clip shape. Where the 3 clips that did not seal removed prior to placing the additional clips with the second device? How many clips were on the patient side? Was proper clip formation and duct occlusion confirmed in the initial procedure? Why does the surgeon believe that the post-op complications were attributed to the device? Is the device available for return? If yes, is this the device from initial procedure? How soon after the procedure was the re-operation? Is there a surgical photo or video available? If yes, please send to (B)(6). What is the surgeon¿s experience with the device?

Event description:
It was reported that during a laparoscopic cholecystectomy, the doctor made three attempts to clip the cystic duct and none of the three clips fully closed to seal the duct. A second like device was used to complete the procedure. During the patient's recovery at the hospital, the patient developed a duct leak and required an additional surgical procedure to correct the leak.